Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the image processor circuit board was defective and was replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 intermittently displayed distorted static images. There was no adverse pt involvement reported. There was no pt information reported.